Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a faulty reservoir set. The customer stated that she received no delivery alarms while filing the tube. The customer will be sent a replacement pump.